Event description:
It was reported that the device was explanted approx. After implant duration of 44 months, due to aortic stenosis and endocarditis of the aortic valve. Information learned from the operative report.

Manufacturer narrative:
Device not returned.